Manufacturer narrative:
Na.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high roche diagnostics cobas elecsys anti-tpo results for qc material and one patient sample from the cobas 8000 e 801 module. The initial patient result was 57 iu/ml. The repeat result on the same analyzer was <9 iu/ml. The repeat results on cobas 8000 e 801 serial number (B)(4) were 10 iu/ml and <9 iu/ml. A result of 9 iu/ml was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 328672 with an expiration date of 31-jan-2019. The provided calibration and qc data was acceptable. Therefore, a general reagent issue was ruled out. The investigation did not identify a product problem. The cause of the event could not be determined.